Manufacturer narrative:
The samples were discarded by the user facility, same lot samples were returned. Evaluation of the lot samples finds no anomalies. A simulated use test was performed, during the test all fasteners deployed penetrated the mesh with no issue. Based on sample evaluation and the investigation activities performed, no definitive conclusion can be made. Root cause for the issues reported by the user could not be determined through evaluation of the lot samples returned. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use include with the device recommend the following: "place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counterpressure should be applied to ensure the fastener is fully deployed. Care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity." This MDR represents the bard/davol optifix straight (device #2). An additional MDR was submitted to represent the bard/davol optifix straight (device #1). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
As reported during a laparoscopic ventral hernia repair procedure on (B)(6) 2021, the optifix straight fixation device (device #1) had an issue with failure to fire. The surgeon attempted to fixate an unspecified mesh and after deploying the 2nd fastener, the optifix device failed to fire. As reported, the fasteners that deployed were not fixating the mesh properly as they were reported to be broken and in pieces. As reported, the surgeon obtained a second optifix device (device #2) with the same lot number and the same issue occurred, it deployed 2 fasteners and then stopped firing. As reported, the fasteners that deployed were not fixating the mesh properly as they were reported to be broken and in pieces. As reported, these were retrieved. As reported, the surgeon was provided a third optifix device from a different lot and was able to successfully complete the case. As reported, the devices were not saved and were discarded after the procedure was completed. No sample or photos are available, however same lot samples were returned for evaluation. There was no reported patient harm or injury.